Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown 4.5mm cortex screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device broke intra-operatively and was not fully implanted or explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for screw is not provided. Reporter phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 4.5mm cortex screw broke intraoperatively during a hip fracture fixation with dynamic hip and condylar screw (dhs) system plate on (B)(6) 2017. The surgery was completed successfully. There was no surgical prolongation. The distal part of the broken screw was left in the patient. There is no information available about patient outcome. Concomitant device reported: dhs plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown 4.5mm cortex screw. This is report 1 of 1 for complaint (B)(6).